Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/26/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows. The product is cut in pieces, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. F explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor noticed a smudge/scratch on the optic of a zxr00 19.5 diopter lens after implanting the lens into the patient's right eye (od). Reportedly, the lens was examined prior to insertion and looked fine, but as the lens was unfolding in the eye, the doctor noticed the smudge/scratch in the center of the optic. The lens was fully implanted before the damage was noticed. The scrub inspected it with the naked eye, but it must have been microscopic damage. Her forceps did not touch the center of the optic, just the edge where the haptic meets the optic. The turn plunger was pulled all the way back when the cartridge was inserted. We are unsure where the defect (smudge/scratch came from. The lens was removed and replaced with a back-up lens of the same model and diopter. There was no incision enlargement, no vitrectomy, and no sutures used. There was no patient injury and the patient's visual acuity is 20/30 post-operatively with complaints of halos at night. The patient also complained about dryness and tiredness of the eyes when on the computer for a long time as of (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Corrected data: in review, halos and dry/tired eyes were inadvertently not coded in the initial emdr. These codes have now been added. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.